Manufacturer narrative:
Suspect medical device: architect c8000 cuvette segment, ln 01g46-01 architect c16000 cuvette segment, ln 09d32-05 an abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
Abbott has confirmed that the base of the architect cuvette segment may become detached under specific conditions. When a cuvette segment base is detached, cuvettes may be seated lower than the designed height. This may result in inadequate dispense into specific cuvettes due to the sample probe being unable to make efficient contact with the cuvette bottom. Any assays run on the architect c4000, c8000, and c16000 instruments may be impacted if the cuvette segment base is detached. If a cuvette segment is detached, there is a potential to generate falsely depressed patient results in the cuvettes adjacent to the detached segment.

Manufacturer narrative:
The correction/removal reporting number was added to section h9. The product correction letter was issued on december 8, 2017.

Event description:
Abbott has confirmed that the base of the architect cuvette segment may become detached under specific conditions. When a cuvette segment base is detached, cuvettes may be seated lower than the designed height. This may result in inadequate dispense into specific cuvettes due to the sample probe being unable to make efficient contact with the cuvette bottom. Any assays run on the architect c4000, c8000, and c16000 instruments may be impacted if the cuvette segment base is detached. If a cuvette segment is detached, there is a potential to generate falsely depressed patient results in the cuvettes adjacent to the detached segment.

Event description:
Abbott has confirmed that the base of the architect cuvette segment may become detached under specific conditions. When a cuvette segment base is detached, cuvettes may be seated lower than the designed height. This may result in inadequate dispense into specific cuvettes due to the sample probe being unable to make efficient contact with the cuvette bottom. Any assays run on the architect c4000, c8000, and c16000 instruments may be impacted if the cuvette segment base is detached. If a cuvette segment is detached, there is a potential to generate falsely depressed patient results in the cuvettes adjacent to the detached segment.

Manufacturer narrative:
The correction/removal reporting number was added to section h9. The product correction letter was issued on december 8, 2017.